Event description:
Complainant reports that facility has noticed a different between the current venous lines in use and previous product. States that the hub of the pt connector of complaint product does not slip easily into the needle or catheter. 3 of 3 reported events. At the 2nd hour of dialysis, allegedly the pt connector of the venous blood line spontaneously disconnected from the pt's catheter. Awaiting further info re: ebl, date of event and other pertinent info. Actual sample discarded on day of event, companion sample requested. 8/13/97 chief tech reported add'l info: ebl 200 cc, event date, hematocrits and pt descriptors.